Event description:
It was reported the user found it difficult to insert the spring wire guide into the catheter. The user checked the catheter and found that it was bent. Therefore, a new kit was used instead. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user found it difficult to insert the spring wire guide into the catheter. The user checked the catheter and found that it was bent. Therefore, a new kit was used instead. No patient harm reported.